Manufacturer narrative:
No further information was available. The device was returned due to patient expired. All electrical tests, including thermal and mechanical stress testing were performed, analysis was normal. No anomalies were found.

Event description:
Related manufacturer reference number: 2938836-2019-14441. It was reported that the patient expired. There is no known allegation from a health professional that suggests the death was related to the device. It was reported that the cause of death is unknown.